Manufacturer narrative:
Initial and final MDR (B)(4) -device 6 of 6.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced six infusion sets leakage event from (B)(6) 2025. The infusion set was in use for twenty-four to forty-eight hours. The blood glucose level was high and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.